Event description:
It was reported that the customer experienced a blood glucose (bg) level of 468-469 mg/dl with high ketone levels; cause was not known. Customer administered a manual injection to address bg level. Reportedly, customer was vomiting and was provided water to address vomit. The customer was admitted into the emergency room, subsequently hospitalized, and treated with consumption of water and intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue; however, a different issue was identified.